Event description:
Treatment of left sfa with 5x100 balloon accessed with 0.035" guide wire (rosen) and 7fr sheath. Device prepared per IFU and inserted into pt. Inflated to 8atm for 1 minute then taken down to 2atm and capture process initiated. On fluoro it was evident that the balloon did not fold properly. The dr proceeded to withdraw the balloon but it would not move. Corrective maneuver was initiated as directed in the IFU and the device moved but would not enter the sheath. A second corrective maneuver was employed (advancing the handle and deflating the balloon) and the device was easily removed from the pt. After removal a vessel dissection was noted and the physician placed a stent in the sfa. It is believed the vessel dissection occurred as a result of pulling on the balloon and it not being able to move as mentioned above.

Manufacturer narrative:
Result: failure investigation is not yet complete and therefore, no conclusion can be drawn at this time. Conclusion: no conclusion can be drawn.